Event description:
It was reported revision tha was performed ot remove a fractured stryker alumina head and liner.

Manufacturer narrative:
The root cause of the reported event cannot be determined. Implant fracture is a known possible adverse effect of hip arthroplasty, as noted in the instructions for use. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. This is the same pt/event as MFR # 9616680-2012-00345.